Manufacturer narrative:
Zimmer biomet complaint (B)(4). The product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00378, 0001032347-2019-00380, 0001032347-2019-00381, 0001032347-2019-00382, 0001032347-2019-00383, 0001032347-2019-00384. Medical products: tmj system right narrow mandibular component, cat# 01-6545, lot# 710730a; tmj system left narrow mandibular component, cat# 01-6546, lot# 541380d; tmj system right fossa component small, cat# 24-6562, lot# 721350a; tmj system left fossa component small, cat# 24-6563, lot# 721500a; "2.4mm" system high torque (ht) cross-drive screw, cat# 91-2708, lot# unk; "2.4mm" system high torque (ht) cross-drive screw, cat# 91-2710, lot# unk; tmj system cross drive fossa screw, cat# 99-6579, lot# unk.

Event description:
It was reported the patient experienced nerve damage and numbness after implantation of temporomandibular joint implants. The patient described numbness on the right bottom of their jaw and loss of facial expression. The patient said they are only recently able to close their eyes. The patient currently receives botox injections into their forehead to help treat the issues associated with the nerve damage. The patient reported their surgeon stated that the condition is likely permanent. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because the patient reports numbness and nerve damage resulting from tmj implants. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The complaint is non-verifiable. The non-conformance database (tipqa) was reviewed for the left mandible component, no non-conformances were found. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding nerve damage, here is to a complaint rate of 0.29%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.